Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the reservoir caused high blood glucose reading. Customer blood glucose reading was 450 mg/dl. Customer stated their blood glucose was almost 400 mg/dl in the morning. Customer changed reservoir and the set. Reservoir will be returning for analysis.